Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) leads were explanted due to an infection. There were no additional adverse patient effects reported.